Manufacturer narrative:
H.6 investigation summary: one sample was received. It came in a ziploc plastic bag. It came with 50ml of a white drug. It has a tip cap at the luer lok. No leakage is observed at the stopper ribs or past the stopper. With the tip cap on. The plunger rod was pulled up and pushed down looking for any abnormal symptom. These was repeated 6 times. No issues were observed. One photo was provided. It shows five small drops of white drug between the stopper ribs. There is no drug that past the stopper. Based on the investigation, failure mode could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It has been reported that one bd¿ syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage before use. The following has been provided by the initial reporter: it was reported that the customer noticed the product was leaking into the plunger. Per pir: customer is advising that they noticed that the product was leaking into the plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage before use. The following has been provided by the initial reporter: it was reported that the customer noticed the product was leaking into the plunger. Per pir: customer is advising that they noticed that the product was leaking into the plunger.